Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to communicate with belt) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the resets was isolated to a shorted u1003 pld processor on the computer/analog board. The root cause for the shorted u1003 pld processor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.